Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, (B)(6) 2016. 511212 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds on the same day as routine implantable pulse generator (ipg) replacement procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.